Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The gib, ffb, hvsr and the connector to the ps-1 power supply were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed a communication error and a re-boot was required in order to restore functionality, which is indicative of a system lock up. There is no report of death or serious injury.